Event description:
Procedure type: vats. According to the reporter: after first firing on the pulmonary parenchyma with egia60amt, the device could not be removed from the tissue and the tissue had to be excised additionally. Since a small incision was created originally, the incision was not extended.

Manufacturer narrative:
(B)(4).